Event description:
It was reported that during the photoselective vaporization of the prostate procedure, the fiber tip broke. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Event description:
It was reported that during the photoselective vaporization of the prostate procedure, the fiber tip broke. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.